Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a no delivery alarm during bolus delivery. Customer reported that he had this issue for about a week, the alarm continued even after set and site change. Customer's blood glucose was 184 mg/dl. Customer declined troubleshooting, just wanted the device replaced. Customer reported when the insulin pump rewinds there's a sound coming from the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm or motor noise noted and the motor was inspected and no motor anomaly was noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.